Event description:
A report was received that the patient was experiencing numbness on his leg whether the stimulation was on or off. X-ray was taken and revealed that there was lead migration. The physician believed that the symptom was caused by lead migration. The patient was given an injectable anti-inflammatory agent treatment.

Manufacturer narrative:
Additional information was received that the patient was doing well after reprogramming.

Event description:
A report was received that the patient was experiencing numbness on his leg whether the stimulation was on or off. X-ray was taken and revealed that there was lead migration. The physician believed that the symptom was caused by lead migration. The patient was given an injectable anti-inflammatory agent treatment.

Manufacturer narrative:
Date of event: (B)(6) 2013.

Event description:
A report was received that the patient was experiencing numbness on his leg whether the stimulation was on or off. X-ray was taken and revealed that there was lead migration. The physician believed that the symptom was caused by lead migration. The patient was given an injectable anti-inflammatory agent treatment.

Manufacturer narrative:
Additional information was received that the patient showed some progress but not too significant after the injection was given. The patient will undergo a revision procedure. Additional suspect medical device component involved in the event: model #: sc-1110-02 serial #: (B)(4), description: precision implantable pulse generator (ipg).